Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on 4/18/11 states that there was a yellow alert for a low amplitude for an rv r wave. Likely is clearing and patient is having another low value, could be a pvc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)